Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the display was dim but could still be read safely and denied moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/20/2015 with the following findings: the pump powered up normally but the display was found to be blank. The pump was opened and a cracked display screen was found. The cracked screen was removed and replaced with a test display and was found to be fully functioning with the use of the returned battery cap.